Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5110t626, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced twelve different incidences, which were associated with separate units, involving twelve different patients. This is the ninth of twelve reports. Refer to 8030647-2015-00117 for the first patient. Refer to 8030647-2015-00118 for the second patient. Refer to 8030647-2015-00119 for the third patient. Refer to 8030647-2015-00120 for the fourth patient. Refer to 8030647-2015-00121 for the fifth patient. Refer to 8030647-2015-00122 for the sixth patient. Refer to 8030647-2015-00123 for the seventh patient. Refer to 8030647-2015-00124 for the eight patient. Refer to 8030647-2015-00126 for the tenth patient. Refer to 8030647-2015-00127 for the eleventh patient. Refer to 8030647-2015-00135 for the twelfth patient it was initially reported that an unknown quantity of catheters have a defective thumb control valve, which allows suction to be applied to the circuit when the valve is closed. This results in decreased tidal volumes and, in some cases, auto cycling of the vent. There has been no patient injury. Additional information received on 07/06/2015 stated that ten different incidences, which were associated with separate units, involving ten different patients. The catheters have a defective thumb control valve, which allows suction to be applied to the circuit when the valve is closed. This results in decreased tidal volumes and, in some cases, auto cycling of the vent. There has been no patient injury. Additional information received on 07/09/2015 stated that there was a total of eleven different incidences, which were associated with separate units, involving a total of eleven different patients. The catheters have a defective thumb control valve, which allows suction to be applied to the circuit when the valve is closed. This results in decreased tidal volumes and, in some cases, auto cycling of the vent. There has been no patient injury. Additional information received on 07/22/2015 stated that there was a total of twelve different incidences, which were associated with separate units, involving a total of twelve different patients. The catheter was exchanged for another w/o further incidence. There has been no patient injury.